Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was used during a ureteroscopy procedure on (B)(6) 2012. Condition of the patient following the procedure was reported to be fine. According to the complainant, during the procedure, when the physician removed the device, they saw the small pieces of plastic were left behind. The plastic was coming off of the device, falling inside the patient and this was exposing the spiral metal in the sheath. The physician removed the plastic pieces with a retrieval device. The procedure was completed with this device without any patient complications.

Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was used during a ureteroscopy procedure on (B)(6) 2012. Condition of the patient following the procedure was reported to be fine. According to the complainant, during the procedure, when the physician removed the device, they saw the small pieces of plastic were left behind. The plastic was coming off of the device, falling inside the patient and this was exposing the spiral metal in the sheath. The physician removed the plastic pieces with a retrieval device. The procedure was completed with this device without any patient complications.

Manufacturer narrative:
(B)(4). Device catheter flaked.

Manufacturer narrative:
Visual analysis of the returned product confirmed that coating on the sheath was peeling. The investigation performed by (B)(4) medical confirmed the customer complaint that the coating was peeling off the sheath. However, based on the investigation, it did not appear to have been in this condition when it was shipped. There is no process performed by (B)(4) that would cause this non-conformance and the cause is inconclusive. The root cause is undeterminable.